Event description:
Patient presented back to the physician with continued infection at the neck incision site. Physician brought the patient into the operating room, removed a portion of the stimulation lead, debrided the neck incision pocket, and closed the site. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented back to the physician for a re-implant of a new stimulation lead. Upon intraoperative examination in the or, the physician observed an infection at the chest incision site. Physician removed the remaining inspire components from the right side and placed a new inspire system on the left side. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician with purulent discharge at the neck incision site and was prescribed antibiotics. Patient presented back to the physician with an infection at the neck incision site, but the physician confirmed that no abscess was present upon examination. Physician prescribed antibiotics.